Event description:
There was no report that the iab malfunctioned. As a result of the event, the patient had low limb arterial occlusion with gangrene and subsequent amputation. (Event complications: low limb arterial) occlusion/gangrene/amputation-rpt'd (pt's current status: unk - rpt 06/06/97.)